Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle cannula broke off. The following information was provided by the initial reporter : the customer reported a patient took the pen with the pen needle covered by the inner shield from the hcp and attempted to stab it in the nurse¿s abdomen. During the incident the needle pe was broken and the broken needle is missing.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle cannula broke off. The following information was provided by the initial reporter : the customer reported a patient took the pen with the pen needle covered by the inner shield from the hcp and attempted to stab it in the nurse¿s abdomen. During the incident the needle pe was broken and the broken needle is missing.